Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 10 mmol/l (180 mg/dl). It was also reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. During second prime, a dip in pulse widths was observed with a failure to transition indicating a drive stall occurred due to the hook talons slipping. No damages or defects were found that would cause a failure of the hook talon to detent the gear. The rerun did not replicate the drive stall. This drive stall prevented the device from properly deploying by the end of second prime. The second confirmed open during priming happened earlier than expected indicating a rotational sensor malfunction occurred. It is unknown if this rotational sensor malfunction alone would have caused the device to not deploy by the end of second prime. Inspection of the commutator cap found patches of contamination. Rerun data shows a single rotational sensor malfunction. It could not be conclusively determined whether the observed contamination contributed to the rotational sensor malfunction and if the rotational sensor malfunction had an effect on the reported needle not deploying.